Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh, ams apogee and ams perigee were implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 04/06/2016. It was reported that following insertion the patient experienced extrusion and recurrence.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection and dysuria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystocele and rectocele repair with mesh, enterocele repair with a uterosacral vault suspension and cystoscopy due to grade 3 rectocele, cystocele, enterocele, uterocervical prolapse, and sui.

Manufacturer narrative:
Date sent to the FDA: 11/23/2015. It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy due to rectocele cystocele enterocele grade iii, uterocervical prolapse grade iii and sui.